Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the caller reported that the clinician application is displaying a system error with code 0x75f6f4f5 when attempting to interrogate a new ins. The caller indicated that they attempted to interrogate the ins twice prior to calling and were getting the same system error message. During the call the caller attempted to interrogate and then saw the message invalid data with code 00 01 00 bb. The caller was able to bypass the message and start the programming session. The troubleshooting steps that were taken on the call resolved the issue. Additional information received from the manufacturer representative reported that there was no patient involved. The rep stated that the software was all up to date.